Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that patient underwent surgical intervention where in the ipg was explanted and replaced restoring the therapy,

Manufacturer narrative:
Correction : section h6: one of the investigation code was left out in the initial report which is added to this report.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. Troubleshooting was unable to resolve the issue. The patient underwent an unrelated surgical procedure and it is unknown if ipg was placed into surgery mode. Patient may need replacement of device.